Event description:
On 08/20/2025, it was reported that the user¿s ilet screen cracked after being caught against a piece of machinery. The screen was not usable, and the user was unable to announce meals. A replacement was arranged. No blood glucose impact was reported. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.